Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), confirmed a driveline issue that could have contributed to the report pump off alarms on an ungrounded patient cable, which was observed in the submitted log files. The submitted system controller log files revealed one transient pump stop and low speed hazard/advisory alarm on (B)(6) 2019 at 09:40:59 pm while the system controller was connected to a power module. The account communicated that this occurred while the patient was using an ungrounded patient cable. Low flow hazard alarms were also observed during this event, which were associated with the low speed hazard alarms. The pump appeared to have ramped up to the fixed speed without issue following this event, and the pump appeared to have functioned as intended throughout the remainder of the submitted data. The account communicated that the patient was listed status 2 inpatient for driveline damage and underwent a transplant on (B)(6) 2019. (B)(6) was returned assembled with the driveline severed approximately 1.5¿ from the pump housing. The remainder of the driveline was returned in segments measuring approximately 8.5¿ and 29¿. The previous driveline repair was observed approximately 19¿ through 23¿ from the metal connector. The metal braided shield revealed breakdown approximately 3¿ and 8.5¿ from the pump housing, with further breakdown adjacent to the metal connector. Upon removal of the metal braided shield, visual inspection of the underlying wires revealed breaches in the insulation of the brown wire approximately 3¿ from the pump housing, the red wire approximately 7.5¿ from the pump housing, and the orange wire approximately 9¿ from the pump housing, exposing the inner conductors. This damage appeared consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire and the red or orange wires made simultaneous contact with the metal braided shield, the resulting phase-to-phase short could have resulted in the pump stop on an ungrounded patient cable, which was confirmed in the submitted log file. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 2 years 8 months 23 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2016. It was reported that the patient underwent a transplant on (B)(6) 2019 while inpatient for driveline damage. The vad will be returned for analysis. No additional information was reported.